Event description:
A 24mm amplatzer septal occluder was attempted to be deployed into the left upper pulmonary vein (lupv) but the device deployed into the left atrial appendage (laa). The aso was retracted back into the amplatzer torqvue 45 delivery sheath (dtv45) and re-deployed into the left atrium. The aso slipped into the left atrium after the wiggle test was performed. Another deployment was going to be attempted, but a pericardial effusion was observed and the patient's blood pressure dropped, which developed into cardiac tamponade. The pericardial effusion was drained and the patient's blood pressure recovered. The patient's condition deteriorated when the noradrenalin (dosage unknown) started to lose effect and the patient's blood pressure dropped again. The patient was referred for surgery, where a perforation of the lupv was observed and the defect was closed.

Manufacturer narrative:
Correction to manufacture date, 08/03/2012.the amplatzer torqvue delivery system associated with this complaint was not returned to sjm for analysis. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. This event was reviewed by the st. Jude medical erosion board and confirmed that no erosion occurred.

Manufacturer narrative:
(B)(4): discarded by customer at hospital.